Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later confirmed that only the sheath was in the patient at the time of the adverse event, other medtronic products were then introduced to complete the procedure.

Event description:
It was reported that during a cardiac ablation procedure using the flexcath contour sheath, an air embolism occurred. After aspiration and flushing the sheath, a continuous flush was connected. During left atrial angiography, bradycardia, st elevation, and an atrioventricular block (for a short period of time) with asystole were observed. Pacing and cardiopulmonary resuscitation were performed briefly, after which av conduction returned, the st elevation resolved, and the asystole was terminated. The procedure was continued and completed successfully. The patient was checked post-procedure and showed no signs of neurological deficits. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.